Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify the portion of the statement you made regarding "the clip applier was not approximating the clips and they were falling into the body." Did the device drop or eject clips? If yes, were the clips formed or unformed? The clips were not formed and were ejected at distal tip.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was not approximating the clips and they were falling into the body. Another like device was used to complete the procedure. There were no adverse consequences for the patient.